Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up information obtained from the clinic that patient had non-sustained ventricular tachycardia with normal device function. Restarted home beta blockers and discharged the patient from the hospital.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered for the patient¿s right ventricular (rv) lead. It was found that all non-sustained ventricular tachycardia/high rate episodes were from the day before. The episodes appear to be true arrhythmia, but the physician is concerned about some of the oversensing that is occurring on these episodes. It was noted that the patient was admitted to the hospital with an electrolyte imbalance. The rv lead remains in use. No patient complications have been reported as a result of this event.